Event description:
It was reported that the pt's belly felt way too tight during the case when the pressure was turned down to 10mm. The clinical engineer reportedly tested with a pressure gauge and stated that the gauge was set at 10mm but it was reading at 24mm.